Manufacturer narrative:
B3: the event occurred on an unreported date in april 2024 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported the patient was currently hospitalized for the event. The patient was treated with unspecified intraperitoneal anti-inflammatory drugs. The patient outcome and action taken with pd therapy were not reported. No additional information is available.